Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half height sub drawer 3.2 drawer was failed. A field service engineer (fse) found that the main half-height sub drawer 3.2 failed to open fully due to frame and bearing cage misalignment, with slide members off track and the drawer requiring force to open. Further inspection showed the divider shroud was sagging and misaligned, which was corrected. The main half-height drawers 3.1 and 3.2 were replaced and properly configured in space configuration mode. Initial final testing could not be completed due to the device being disconnected from the internet, however once connectivity allowed, a final test was performed successfully. User verified the proper function of drawers 3.1 and 3.2. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main half height sub drawer had failed due to bad rails. There were no adverse events or injuries reported based on this event.